Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Despite multiple follow up attempts with the user, the status of the swelling and weeping at the insertion site could not be determined due to no response.

Event description:
On july 14, 2023, senseonics was made aware of an adverse event where user experienced swelling and weeping at insertion site.